Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed chronically occluded target lesion was located in a non- calcified and moderately tortuous distal to proximal right coronary artery. Pre-dilation was performed with 1.25mm balloon catheter. The 2.50mmx15mm apex balloon catheter was advanced for post-dilation. During the first inflation, the balloon ruptured at 9 atms after being inflated 10sec. The device was removed intact and the procedure was completed with a 2.5mm x 15mm non-bsc balloon. There were no patient complications reported and the patient's status is good.